Event description:
Premature pt on ventilator support developed a left pneumothorax and a right pneumothorax five days later. Concern was ventilator may have delivered a tidal volume greater than setting.